Event description:
It was reported that during a device change out due to normal eri, it was also decided to replace the rv lead as the patient had received multiple shocks.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included: a partial lead with the connector pin measuring 8.0cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead a complete analysis could not be performed. (B)(4).